Event description:
(B)(4) left rear wheel rubber coming off the wheel (B)(4) no additional information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
The device was evaluated by the returns department which found that the tire has rolled off.

Event description:
.9tpz, (B)(4) left rear wheel rubber coming off the wheel lynne schramm 414-465-8510 no additional information provided.